Event description:
The consumer reported that the implant did not work well. The patient fell a lot due to her multiple sclerosis. She had several reprogramming sessions. She felt a lump about the size of a ping pong to the side of the implantable neurostimulator (ins), which may be a scar tissue. It was a pain in the neck. In the past, the patient turned off the ins and things "went crazy". The patient clarified she experienced an increase in urination so she turned the ins back on 2 days later. Prior to that, the patient was scheduled to have the implant removed or revised to the other side, but since she realized it helped, the surgery was cancelled. The patient's bowel was affected; they were not quite working since implant. The implant hurt inside her body. She had to self-catheterize and take medications which did not work. There was irritation as well. She thought she may have a urinary tract infection (uti). The patient w as indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided.

Manufacturer narrative:
"Describe event of problem" omitted "symptoms returned" in the initial report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that change in activity, change to the programming, etc. Were the circumstances that led to the patient's issues. The patient dealt with the pain and small lump. She kept adjusting settings and increasing laxatives. She was working on getting the manufacturers' representative (rep) to adjust again. The patient had only had one uti in her life time which was due to self cathing. The patient was never diagnosed with the uti; just an increase in sensitivity and urgency. The actions/ interventions performed for the uti was a use of antibiotic for 5 days then follow up doctor appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.